Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced chronic draining wound, failure of mesh, chronic wound sinus granuloma, abscess, chronic inflammation, and giant body cell reaction. Post-operative patient treatment included mesh removal surgery.